Manufacturer narrative:
One level 1 hotline low flow system was returned for investigation in used condition. The unit had a cracked tank cover, worn line cord with bent prongs, an outdated pcb and power switch, a rusted drain fitting, torn enclosure, worn front cover, and worn plate clip. The micro switch was also broken. The customer reported product problem was confirmed. The power on the unit was intermittent. This occurred because the connection between the power switch and pcb was damaged. In addition, the pump could not be activated because the micro switch was damaged. Normal wear and tear from many years of use caused the product problem. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) failed to power on. No patient injury or complications were reported in relation to this event.